Manufacturer narrative:
Correction: d4 primary UDI. Summary of event: as reported, during an intervention of the left superficial femoral artery with laser atherectomy, an advance enforcer 35 focal force pta balloon catheter¿s balloon ruptured. A 6-french ansel sheath was used during the procedure. The anatomy was highly calcified, and the lesion within the superficial femoral artery was 85%-90% occluded. The user attempted to pre-dilate the lesion with another cook balloon; however, the balloon ruptured (reported under patient identifier 090942). The user then inserted the advance enforcer balloon catheter to pre-dilate the lesion prior to stent placement; however, the balloon ruptured on the second inflation, at eight atmospheres, using an unspecified inflation device. Per the reporter, the balloon was inflated within a stent prior to rupturing, and blood was noted in the inflation device. The balloon catheter was removed by itself, and the lesion was stented and post-dilated with an unspecified 6x100 balloon. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures or experience any adverse effects due to this event. Investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), drawing, and quality control procedures were conducted during the investigation. A visual inspection of the complaint device was also conducted. The complaint device was returned to cook for investigation. The balloon was leaking; the location of the rupture was near the distal marker band. A document-based investigation evaluation was performed. A review of the device history record found no discrepancies on the final or sub-assembly lots. A review of complaint history found one additional complaint for this lot number. The product IFU states, ¿in heavily scarred access sites, use of an introducer sheath is recommended.¿ a review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the returned device, complaint file, dmr, IFU, and DHR suggests that there is evidence that the device was manufactured to specification. Based on the information provided and the results of the investigation, cook has concluded that patient anatomy was the cause of the device failure in this incident as the complaint device was ruptured during use in the highly calcified anatomy. The risk analysis for this failure mode was reviewed, and no additional escalation was required. The appropriate personnel have been notified, and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
H3: device evaluated by mfg - device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during an intervention of the left superficial femoral artery with laser atherectomy, an advance enforcer 35 focal force pta balloon catheter¿s balloon ruptured. A 6-french ansel sheath was used during the procedure. The anatomy was highly calcified, and the lesion within the superficial femoral artery was 85%-90% occluded. The user attempted to pre-dilate the lesion with another cook balloon; however, the balloon ruptured (reported under patient identifier (B)(6). The user then inserted the advance enforcer balloon catheter to pre-dilate the lesion prior to stent placement; however, the balloon ruptured on the second inflation, at eight atmospheres, using an unspecified inflation device. Per the reporter, the balloon was inflated within a stent prior to rupturing, and blood was noted in the inflation device. The balloon catheter was removed by itself, and the lesion was stented and post-dilated with an unspecified 6x100 balloon. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures or experience any adverse effects due to this event.